Event description:
It was reported that during the implant procedure, there was noise on the rv channel and pacing leads showed high impedance. The device was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Upon analysis, grommet damage was reported.